Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, error 106 was displayed on the carto 3 system after the first ablation. A second device was used to complete the operation. There was no adverse event reported. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 22-may-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a foreign material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection, and screening test of the returned device was performed following bwi procedures. Visual analysis revealed foreign material and a hole in the surface of the pebax. Also, the helix was observed broken. The potential cause of the broken helix could not be determined. A scanning electron microscope-energy dispersive spectroscopy (sem/eds) study was performed on the foreign material stuck inside the pebax and it was found that it was mostly composed of sodium and chlorine, therefore, evidence of saline solution in the sample was found, based on these results this issue may be related to the procedure; however, this could not be conclusively determined. The device was connected to carto 3 system, and error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed, the potential cause of the open circuit cannot be determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal investigation was initiated to investigate this 106 error. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to hole in the pebax issue. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer's reported force issue (error 106). E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).